Manufacturer narrative:
The impella device was received from the customer, upon completion of the investigation a supplemental MDR will be filed. A.4 is unknown. Impella cp with smart assist system: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that bilateral extremity doppler pulses could not be located on a patient implanted with an impella cp. During support, it was reported that suction alarms were present. Flow and suction alarms resolved with volume. An echocardiogram revealed microvascular decompression and papillary muscle rupture, so an urgent mitraclip procedure was performed. Blood was noted in the endotracheal tube, along with a drop in hemoglobin and low platelets, and one unit of packed red blood cells and two units of platelets were transfused. A head CT was performed and a left subarachnoid hemorrhage was identified. Echo dictation found a thrombus on the impella which was treated with heparin. Amio was restarted due to atrial fibrillation with loss of pulsitility. They also noted that the pump placement signal was low. A penumbra was then used multiple times with successful aspiration of the thrombus. An angiogram showed flow restored to the distal extremity. The access site was closed and doppler pulses were obtained. The patient survived.

Manufacturer narrative:
The investigation of stroke/cva, vf/vt/af/at, limb ischemia, thrombus, thrombocytopenia, and heart valve damage has been completed. The pump was received for investigation however, on the 23rd there was stated signs of clot ingestion. Data logs reveal no change in purge pressure, purge flow or motor current on the date of the reported event. There were no other changes to those parameters throughout the case. The pump had biomaterial in the purge gap but could not be run as the pump was cut. As the necessary information was not provided, the root cause of thrombus, heart valve damage, stroke/cva, thrombocytopenia, and limb ischemia the issue was not determined due to insufficient clinical details. B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2025-28164. H6 medical device problem code 1559 was erroneously entered on the initial manufacturer device report number 1220648-2025-28164.